Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a handpiece. It was reported that there was presence of hair confirmed between the outer box and the sterile product. No patient was involved.